Event description:
It was reported that the ventricular lead of a pacer dependent patient was removed from service due to low impedance values. The lead had 210 ohms impedance in bipolar and 275 ohms in unipolar configuration. No patient complications were reported as a result of this event.